Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the pump motor stalled on (B)(6) 2013 and did not recover. The patient was being managed with oral medication. The patient had terminal lung cancer and had been receiving radiation. The hcp (healthcare provider) did not know that there were recommendations in regards to radiation and pump therapy. It was later reported that the pump off code was requested and the pump was permanently stopped. The pump stalled on (B)(6) 2013 following a radiation session and still hadn¿t recovered. The patient experienced withdrawal and had increased pain. The oncologist was going to be putting the patient on stronger oral pain meds. The pump was delivering dilaudid. It was later reported that the nurse had attempted to restart the pump without success. The patient was no longer receiving therapy from the pump and was being treated with oral medication.